Event description:
It was reported to philips that there were issues with image processing computer (ippc) and no x-ray was possible. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced image processing pc and host pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and found ippc was not reading the hard disk. The system logfiles showed that the system is in scope of recall notice philips reference # (B)(4) (pc issues) and troubleshooting revealed a defective pc bay for the os disk. To resolve the reported issue, the fse replaced the allura haswell image processing computer (ippc) and the host pc due to the compatibility issue with the new allura haswell ip-pc and returned the old ip-pc and host pc to philips for further analysis. The analysis confirmed the ip-pc's malfunction, as it failed the internal (peripheral) communication test, and the host pc's ram memory issue. The system was returned to good working order by replacing the allura haswell ip-pc and allura haswell host pc, as well as the hard disks with upgraded software to 8.1.30.15. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the system was not being used for a procedure when the issue occurred, i.e., the customer was not using it for a procedure. If they had been using it for a procedure, as per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.